Event description:
A malfunction was reported on a pump by the customer, identified as malfunction 199 in tandem source, indicating a pump issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, which did not recur after the reset. The customer was advised that the pump could continue to be used and to contact technical support again if any future malfunctions occurred.